Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight the device within specification and crease fold. No was observed anything unusual on the surface of the shell. Based on the device analysis the final assessment is:no issues found related with the manufacturing process. No "dirt" observed on the implant.

Event description:
Healthcare professional reported a device with ¿dirt¿ on implant. Device was not implanted.

Manufacturer narrative:
(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: foreign material on implant.

Event description:
Healthcare professional reported a device with ¿dirt¿ on implant. Device was not implanted.